Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (593 mg/dl). The customer delivered a correction bolus and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg; however, did not think the pump was working properly. The customer was to continue to use the pump for insulin therapy.